Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used during a procedure. According to the complainant, during the procedure, the resolution clip failed to release from the catheter inside the patient. The clip was not attached to tissue when it failed to release. The device was removed from the patient and another resolution clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.